Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported that 6 months after the dental implant was installed in intraoral region #26 it was verified its non osseointegration.